Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2006, the customer reported to bsc that during an ercp procedure (pt genger & age unk), the md was crushing the stone and "one of the wires got tangled in the stone after the tip popped off". The tip was left inside the pt to pass via peistalsis. The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.